Event description:
It was reported that the customer experienced a low blood glucose level. The specific value of the blood glucose level was unknown, but it was displayed as "low." There was no adverse impact to the customer's blood glucose level. The customer addressed the low blood glucose by consuming carbohydrates. Additionally, customer technical support assisted the caller in updating the pump time, which was acknowledged as not being an issue with the pump itself.